Manufacturer narrative:
Testing indicated normal end of life was observed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient received a "replace generator" message. As a result, the patient's ipg was explanted and replaced. Therapy was restored postoperatively.